Manufacturer narrative:
Device evaluation: the device was returned for evaluation. The returned device was given functional and delivery testing; the device passed all testing. The reported issue could not be confirmed. The device was found to be operating as per specifications.

Event description:
It was reported that when a battery 7.2v 1.2a nimh w/pcp was placed into a medfusion pump, the battery started to smoke. The old battery for the pump was used to verify issue is not with the pump, but likely with the new battery. No patient injury.